Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an anterior lumbar interbody fusion (alif) case, that the synframe instruments needed to be lubricated and two (2) clamps needed to be replaced due to the clamps not gripping the o-ring properly. Patient outcome is unknown. Concomitant device reported: o-ring (part number unknown, lot unknown, quantity unknown). Synframe clamp f/holdingring no. 387.336 (part 387.347, lot unknown, quantity 1), synframe ½ring f/holdingring no. 387.336 (part 387.337, lot unknown, quantity 2), synframe-extension f/387.336+387.337 (part 387.338, lot unknown, quantity 2), synframe-extension w/joint w/snap-in loc (part 387.334, lot unknown, quantity 2), synframe guide rod w/adjust-clamp f/soft (part 387.358, lot unknown, quantity 2). This report involves one (1) synframe guide rod. This is report 10 of 10 for (B)(4). This complaint, (B)(4), captures 10 of 36 devices, and is related to (B)(4).